Event description:
Used to love how yours didn't leave fibers behind. Shred apart easily [foreign body in reproductive tract]. Shred apart [device breakage]. Consumer reported via social media that the tampons shred apart easily. She states that tampons did not used to leave fibers behind. No serious injury was reported. 19-apr-2021: no failure could be identified as a result of the investigation.

Event description:
Used to love how yours didn't leave fibers behind. Shred apart easily [foreign body in reproductive tract]. Shred apart [device breakage]. Consumer reported via social media that the tampons shred apart easily. She states that tampons did not used to leave fibers behind. No serious injury was reported. 19-apr-2021: no failure could be identified as a result of the investigation. 19-may-2021: correction: the product lot number is 12847.5884 0549.

Event description:
Used to love how yours didn't leave fibers behind shred apart easily foreign body in reproductive tract. Shred apart device breakage. Case description: consumer reported via social media that the tampons shred apart easily. She states that tampons did not used to leave fibers behind. No serious injury was reported.